Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5024m-58 implantable pacing lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that there was high threshold and concerns of oversensing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.